Event description:
Clinic notes dated (B)(6) 2014 note that the patient has begun to experience more frequent seizures since her last visit. It was noted that the patient's seizures are slightly different in character in that she becomes more aggressive after the seizures. It was noted that over the last three weeks she has experienced at least one seizure or cluster of seizures per week. The mother noted that the patient had two seizures at work last saturday and an additional seizure when she arrived home that day. The notes also indicate that previously it seemed that her seizures were gradually getting better and had been seizure free from (B)(6) 2013. It was noted that in the past the patient experienced one to three breakthrough seizures per months. It was noted that in (B)(6) 2011 the patient's seizures were occurring approximately one to two per month and that her seizures seemed to decrease dramatically after the additional of lamotrigine, but that she would still have occasional breakthrough clusters of seizures. The notes indicate that the generator is at end of service (battery 5-10% remaining). Pg3 her vagal nerve stimulator was interrogated and is at end of service. It was noted that the patient's seizures have escalated over the last three to four weeks and that the generator needs to be replaced. It was noted that this may be the reason for the increased seizures. The patient was referred for surgery. The patient underwent generator replacement surgery. The generator is expected to be returned to manufacturer for analysis, but has not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned generator was completed. There were no performance or any other type of adverse conditions found with the pulse generator. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters and showed an ifi condition. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.